Manufacturer narrative:
(B)(4). Customer stated that lot number was unk; therefore, device manufacture date cannot be determined.

Manufacturer narrative:
(B)(4). No product returned for evaluation. Previous evaluations found no fault found.

Event description:
Customer reported that saturation readings were incorrect. Pt had increased oxygen requirements. Pt had increased oxygen requirements. Pt was placed on continuous pulse oximetry monitoring with the maxa-ns sensor. Upon follow-up visit, it was decided to attempt to wean pt's o2 requirements from 10l hf to 8l hf, the spo2 value remained in the 88% range. O2 was increased back to 10l hf, but spo2 remained 88%. Pt's sensor was replaced (to unk type of sensor) and the spo2 value increased to 95%. Customer stated that it was unk how long sensor was in use. No pt harm reported.